Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels of 20 mmol/l with severe vomiting requiring hospitalization with diagnosis of diabetic ketoacidosis. The reporter indicated that the patient was treated with intravenous insulin and fluids. The reporter indicated that the patient¿s attending physician indicated that the pump appeared to be delivering correctly and the patient was released from the hospital using the pump. The reporter indicated that the pump had alarmed for a call service alarm related to a site issue but indicated that the pump never alarmed for an occlusion alarm to alert them of the issue. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis related to an allegation that the pump failed to alarm to alert the user of an occlusion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: there was one occlusion alarm observed in the pump black box. There was no data in the pump black box from the time of the reported issue due to continued patient use. The total daily dose history indicated that the time was switched am/pm on (B)(6) 2013. A rewind, load, and prime was completed successfully. A force sensor calibration test was completed and the pump was confirmed to be detecting the correct force. An occlusion alarm was induced during testing and the pump alarmed appropriately ¿occlusion detected¿. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.